Event description:
Customer reported the alarm has power yet does not sound when weight is removed from the sensor. The batteries have been replaced with a new supply. The alarm was tested with a new sensor and the results remain the same. The sensor outlets securely connects the sensor pad. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval of the returned product found that the battery door was missing on the alarm. The alarm powered on but the power green led only flashed once and does not stay on continuously. The alarm does not sound as it should. Note: posey instructions for use state: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure that the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).